Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate reading on the pressure gauge occurred. The physician was using an encore 26 inflation device to pressurize an unspecified balloon and during the pressurizing of the balloon the pressure gauged jumped from 12 to 18atms. The procedure was completed with another encore 26 inflation unit. No complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate reading on the pressure gauge occurred. The physician was using an encore 26 inflation device to pressurize an unspecified balloon and during the pressurizing of the balloon the pressure gauged jumped from 12 to 18atms. The procedure was completed with another encore 26 inflation unit. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: visual examination revealed no defects with the unit or unit components. The unit passed all functionally testing. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).